Manufacturer narrative:
On 27th aug 2025, the user informed senseonics that the user's cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. Dms records show that the user was re-inserted with a new sensor (sn 448065) on 7 feb 2026.a review of the in-vivo glucose data showed variable sensor glucose with occasional sg/bg mismatch. Analysis of the raw in vivo sensor signals indicated optical instability, which likely contributed to the observed inaccuracies. Potential contributors to this instability include sensor placement, environmental interference, localized tissue changes, or possible issues with the sensor electronics. Confirming a sensor malfunction would require testing of the returned device; however, as of the complaint closure, the sensor had not been returned to senseonics. B4.date of this report 07 march 2026. G3.date received by the manufacturer? 07 march 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121,4114. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where the patient reported differences between sensor glucose (sg) and blood glucose (bg) readings. The issue was escalated to next level support who reviewed the examples and the system performance in data management system (dms) and recommended patient to perform sensor re-link. The incident did not lead to sensor removal or any patient harm.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.